Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The catalog number is not known.

Event description:
According to available information, this device required replacement due to a hole. The device stopped working after the patient had back surgery. The patient went back to his doctor and the doctor did not like the sound the device was making. On replacement the device was noted to have a hole in the cylinder. No other adverse patient effects were reported.